Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. Additional correction.

Event description:
The everflex stent delivery system was delivered over a .035" guidewire across the lesion and deployed in normal fashion. Upon successful deployment of the stent, the physician attempted to remove stent delivery system over the wire. The physician encountered resistance that quickly resolved; but upon inspection of the stent he noticed the tip of the stent delivery system had separated and was left behind in the vessel. The tip was fixed against vessel wall, still caught on the distal edge of the stent. The physician retrieved the tip of the delivery system with a snare and removed it from the patient's vessel.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted.